Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code, device replacement was recommended. The field also noted not being able to interrogate the s-ICD with a programmer as well. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected; detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the presence of the bd code, device replacement was recommended. The field also noted not being able to interrogate the s-ICD with a programmer as well. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This patient is currently incarcerated in jail and no device return is expected at this time. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.